Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to lead migration. Revision surgery occurred (B)(6) 2021 to address this issue.

Event description:
Follow-up indicated that the lead was explanted and replaced.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.